Event description:
Revision of asr alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devises associated with this report were not returned. Complaint review identified that in the absence of products, patient x-rays and demographics, a full investigation could not be completed. The complaint shall be closed with an undetermined conclusion. Should additional information be received; then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update aug 14, 2012: event notification received. There is no new information added that changes the MDR reportability. Added the cup product and updated the part and lot information of the stem and liner. This complaint was updated on: oct 10, 2017.

Manufacturer narrative:
Pinnacle revision, right hip. Reason for revision: n/a. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.